Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose reading of 500 mg/dl. Customer's current blood glucose is 211 mg/dl. Customer performed a high pressure test and customer had a no delivery. In a previous call, the customer's current blood glucose was 475 mg/dl. Customer was having high blood glucose of 500 mg/dl. Customer was advised to do a complete set change. Customer treated with a manual injection.